Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an interrogation showed a three second pause and oversensing was suspected. Reprogramming changes were made to the sensitivity and the physician was comfortable with it. The device remains in use. No patient complications have been reported as a result of this event.